Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused by approximately 50%. This was observed during patient infusion via a peripherally inserted central catheter (PICC). The device contained piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11 h4: the device was manufactured between november 15-17, 2023, h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder which suggests an under-infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.